Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient complained that she could feel her device pacing her heart faster whenever there was flight turbulence and afterwards feeling unwell. It was further reported the physician reprogrammed the rate response sensor to a less sensitive setting, but at the patient's subsequent visit, she complained of "breathlessness". The settings were then reprogrammed back to the original settings. The device remains implanted. No further patient complications were reported as a result of this event.